Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A4, a5, a6: patient, weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4; this report is for (1) band-aid unspecified USA notapplicable babgenusunsp babgenusunsp. The lot number was not verified for the product. Lot # and UDI # is not available. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. H6: e0402 also refers to the consumer alleged hypersensitivity/allergic reaction to product e172002 also refers to the consumer alleged cellulitis (skin structure and soft tissue infection) e1721 also refers to consumer alleges skin tears e2402 also refers to the consumer alleged misuse/off-label use of product. This is two of two medwatches being submitted as two devices were involved in this event. See medwatch 1000599868-2026-00001. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer reported she used unspecified band aid brand bandage to cover a minor burn on her arm. Consumer mentioned that the product made her skin look like she had a chemical burn and it tore up her skin. The consumer sought medical attention at hospital. Additionally, it was reported that the consumer had cellulitis because of the allergic reactions. The events were treated with unspecified antibiotics, vaseline, gauze and wraps. The consumer was not admitted to the hospital. The symptoms have improved after the consumer stopped using the product. The initial burn also completely healed. This is two of two medwatches being submitted as two devices were involved in this event. See medwatch 1000599868-2026-00001. The same patient is represented in each medwatch.